Event description:
It was reported by the customer that this event involved a right internal jugular insertion. After insertion of the central venous catheter it was not noted which line was used to administer drugs. There seemed to be leakage coming from the insertion site as the fluid gathered on the patient's neck. As a result, the catheter was removed from the patient. A new catheter was placed in the patient using a new lot number without event. Also reported all the lines involved were accurately placed by x-ray. There were no report patient complications.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.